Manufacturer narrative:
The devices were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the associated devices met all requirements for release. The reported event of "not charging" was confirmed via functional testing.  Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to its inability to provide power to a controller.  Further investigation revealed that the red cable between the positive side of cell pair #4 and the pcb did not have any solder on the pcb side. This caused an intermittent contact and led to the reported event. The most likely root cause of the reported event can be attributed to a manufacturing deficiency. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The manufacturer has opened an internal investigation to evaluate poor battery connection. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Serial # (B)(4), catalog # 1425us, mfg. Date: 01/02/2013. (B)(4).

Event description:
It was reported that the patient was seen in clinic for routine appointment c/o one of his batteries not charging when plugged into charger status light remains red. He also complained of an ac adaptor that did not receive power. When plugged into an outlet, the ac adapter green light does not come on.